Event description:
It was reported that insulin pump had damage including, cracked screen that made display hard to read. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up from technical support, was noted to be out of warranty and in process of obtaining new device, and no further information was obtained regarding additional actions or final outcome.